Event description:
It was reported that the patient experienced difficulties with this inflatable penile prosthesis (ipp). It was said that the device would not inflate after several attempts and also, the patient could hear an air bubble sound when try to inflate the device. No revision surgery has been performed yet. No further information has been reported in relation with this event.